Event description:
Medtronic received information of an atrio-esophageal fistula post cryoablation procedure. Approximately two weeks post cryoablation procedure, the patient contacted physician complaining of fever. Physician instructed the patient to go to the hospital. Patient was out of state and received treatment in a different hospital from where the cryoablation procedure was done. A transesophageal echo was performed and it was negative for any issues. A CT was then performed, which showed a fistula at the left inferior pulmonary vein (lipv). Cardiac surgery was performed and a perforation of the esophagus was repaired. At the time of surgery, no communication with the left atrium was observed. Fluid was found in the pericardium.

Event description:
Medtronic received information of an atrio-esophageal fistula post cryoablation procedure. Approximately two weeks post cryoablation procedure, the patient contacted physician complaining of fever. Physician instructed the patient to go to the hospital. Patient was out of state and received treatment in a different hospital from where the cryoablation procedure was done. A transesophageal echo was performed and it was negative for any issues. A CT was then performed, which showed a fistula at the left inferior pulmonary vein (lipv). Cardiac surgery was performed and a perforation of the esophagus was repaired. At the time of surgery, no communication with the left atrium was observed. Fluid was found in the pericardium. Additional information received (B)(4) 2015 from medwatch report #(B)(4): the patient had a history of atrial fibrillation, unresponsive to pharmacologic anti-arrythmic therapy. He underwent ablation utilizing a cryo-balloon device. After the procedure, the patient noted mild pericarditis-like symptoms without dysphagia or odynophagia. He was discharged home the next day. A few weeks later he presented to a different hospital (out of state) complaining of fever and rigors. An urgent chest CT scan raised the possibility of an atrial-esophageal fistula. He was transferred to a tertiary care hospital where he underwent surgery later that day. An esophageal-pericardial leak was identified and treated with a muscle flap positioned around the esophagus. Post-operatively he developed sepsis and transient neurologic deficits which resolved by the time of discharge to rehabilitation.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.